Event description:
Customer reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, after which the error code did not reappear, and the customer successfully started their sensor session.